Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the catheter was allegedly found to be deformed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the device is not returned for evaluation. However, two electronic photos were provided for review. Both the photo shows the clinician holding the catheter. The distal tip of the catheter was noted to be deformed. Manufacturing site evaluation of the photo found in the image (sample 1) the medical personnel was observed holding the catheter, it was observed that the tip of the catheter was completely flattened, in the second image (sample 2), it was observed that the tip of the catheter was apparently attached to the edge of the tray, it was observed that traces of sealing were inconsistent in that area indicating that the catheter had become trapped in sealing. Therefore, the investigation is confirmed for the reported catheter deformation issue. The root cause is packaging related. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the catheter was allegedly found to be deformed. The procedure was completed using another device. There was no reported patient injury.